Event description:
The MFR received info alleging a ventilator would not function. The device was not is pt use.

Manufacturer narrative:
The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.